Event description:
As reported by our edwards lifesciences affiliate in canada, regarding a case of an unknown sapien 3 ultra resilia in aortic position by right transfemoral approach, there was no resistance during insertion of the esheath or delivery system and there were no difficulties during withdrawal or esheath removal. However, a distal tip torn occurred. The patient did not suffer any injury and was in a stable condition.

Manufacturer narrative:
The investigation is ongoing.